Event description:
This is regarding 2005 essure implants. Developed autoimmune disorder shortly after insertion, chronic left lower quadrant pain, which after exploratory surgery 3 years later showed adhesions of left side, chronic bloating, fatigue, heavy periods, clotting, cramping, chronic fatigue, chronic tinnitus,depression, anxiety, metal taste in mouth, excessive hair loss, recurrent ovarian cysts, chronic and systemic inflammation of every system, nickel sensitivity, all progressively becoming increasingly worse over the years until (B)(6) 2015, underwent abdominal hysterectomy to remove essure. Pathology report showed ovarian cysts, vascular congestion of tubes and para tubular cysts in both tubes, fibroids and ademyosis. Since removal, skin has improved, hair is growing back, no bloating, no pain, no tinnitus, no metal taste, and all blood work has returned to normal. My energy has returned, depression gone, anxiety gone. I underwent 2 major surgeries due to chronic pain and debilitation after essure implantation and although the coils were placed correctly my body seemed to reject them due to inflammation systemically. These are just some of the side effects I suffered.